Event description:
Customer reported a cardiac pt in the ICU rec'd more dobutamine than expected, resulting in a temporary increase in the heart rate. The over infusion was caught quickly by the user. No long term pt harm reported. The customer did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). Although requested, the device will not be returned. The customer attributed the over infusion to user programming and not tracing the lines above the pump modules. The customer has declined a device eval or an event log review.